Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The reported symptom no load set prompt was verified upon opening the door after power up. The cause was identified to be a failed upper latch switch. The upper auxiliary was replaced and the device will be returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a no load set prompt. There was no patient involvement associated with this even. No additional information is available.